Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) provided inappropriate therapy in the form of six failed shocks. Follow up was conducted and the nurse stated the patient was placed on medication. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.